Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
The patient was enrolled in the (B)(6) clinical study. It was reported that there was a in-stent thrombosis. On (B)(6) 2016, the index procedure was performed. The 100% stenosed target lesion was located in the left distal superficial femoral artery (sfa). The target lesion was 90 mm long, with a proximal reference vessel diameter of 5.00 mm and a distal vessel diameter of 5.70 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and a 6 x 120 mm eluvia stent was placed. Following post dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on antiplatelet therapy. The patient's interval medical history included the following. On (B)(6) 2017, target vessel revascularization occurred in the left sfa. On (B)(6) 2018, stenosis was discovered in the left common iliac and intrastent occlusion occurred within the right sfa. On (B)(6) 2018, emboli was discovered in the left dorsalis pedis artery and in the distal portion of the posterior tibial artery, extending towards the lateral plantar artery. On (B)(6) 2018, the patient was diagnosed with occlusion in the left proximal sfa. On (B)(6) 2018, lower limb arterial doppler revealed re-occlusion in the distal half of the left sfa stent, extending slightly about the stent. Lower leg doppler revealed triphasic and multistage curves with normal velocities within the right sfa stent with no sign of restenosis. Curves are triphasic and proximal, re-occlusion in the distal half of the left sfa stent extending slightly above the stent, curves are monophasic in distal popliteal artery and ankle.